Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a promark endo motor unit not spinning correctly - having mechanical issue. No injury occurred.

Manufacturer narrative:
Opening comments by betty: files that go onto hp, goes way to fast and unit get very hot. Closing comments: *console* tested speeds with calibrated tach,all tests ok. *motor m230m-14726* replaced the front bearing; tested ok. *foot pedal* and the *pwr cord* tested ok.